Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Troubleshooting of the AED with the customer identified that once the new battery was installed the AED functioned as designed and could stay in service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.